Event description:
When performing a 90 degree cardiac spect at 1.45 zoom, the heart is positioned within the top 6 pixels in the "fov". When the uniformity flood correction is applied during reconstruction, the anterior wall of the heart appears to be cut off.